Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room with an escape rhythm of 35 bpm. The device exhibited no telemetry. There were no consequences to the patient after the event.